Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump alarmed no delivery and that she could not fill the reservoir. The customer's blood glucose level was 160 mg/dl. During troubleshooting, the customer cleared the alarm by a complete set change. The customer declined to return the set and reservoir back for analysis. Nothing was replaced or returned.